Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 52 mg/dl. The customer did not mention any treatment for low blood glucose. The customer did not mention any symptom related to low blood glucose. The customer also reported that the insulin pump had multiple unexpected restarts. The customer stated that they were able to clear the alarm and rewind the insulin pump. They also reported that every time they change the battery they have to change the time. The insulin pump will be returned for analysis.